Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in artemis there was no data/no errors found to support that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This ccc was installed, programmed and tested on the dv5 in house golden system where programming was not possible, vision side cart (vsc) was not communicating with the patient side cart (psc) and surgeon side console (ssc). To troubleshoot and verify the root cause of this reported failure, the ccc unit was aba tested, replaced with a well-known gold unit and systems were communicating between carts and was able to be programmed and system started normal with no issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of the test and findings, failure analysis was able to conclude that this ccc was verified to be the root cause of the reported failure. The board has been bricked/corrupted after the power outage.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered a power outage in the operating room and the system switched to back up generator power. The customer tried hard cycling components, but the issue persisted. The technical support engineer (tse) had the customer do a secondary hard cycle on the tower, but the robot and console were not connecting. The tse attempted to review logs, but the system was not populating any. The customer was diverting cases to a da vinci xi system. The procedure was aborted to another da vinci system with no reports of patient involvement.